Event description:
It was reported that during a routine generator change procedure, externalized conductors were observed between the svc and rv coils. No electrical anomalies were noted. The lead was connected to a new device and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that an increase in hv lead impedance on rv-can and noise on the rv-svc channel were observed. Patient will return to the clinic to discuss options with the physician.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 7.1-8.2cm, 8.0-8.5cm, and 8.5-9.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the rv shock coil was noted at 4.7-4.8cm. Internal insulation abrasions under the svc shock coil were noted at 25.7-25.8cm and 27.7-27.9cm from the distal tip. The etfe coating was intact at these locations. A fracture of the rv conductors under the svc shock coil were noted at 21.0cm, 26.0cm, and 27.0cm from the distal tip. This is consistent with the observation from the field of noise and high hv lead impedance.